Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 720 mg/dl. The customer was given syringe and insulin after hospitalization. The customer cause of hospitalization was diabetic ketoacidosis. The customer stated that the hospital took off the pump and don't know how to work it. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform the high pressure test to confirm pump can detect an occlusion.